Manufacturer narrative:
During service on (B)(6) 2025, the autopulse platform (sn (B)(6) failed the load cell characterization test. The root cause was due to the failure of the load cell modules, likely attributed to failed component(s). The autopulse platform passed the functional testing without error or fault. The load cell characterization check revealed that both load cell modules exceeded normal parameters and were replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During service performed at zoll on (B)(6) 2025, the autopulse platform (sn (B)(6) failed the load cell characterization test. No patient involvement.